Event description:
It was reported that the port was implanted in 2003. When the procedure was completed, doctor felt catheter was separated from the port. Insertion site was reopened and catheter was found disconnected from port. Catheter was retrieved percutaneously from superior vena cava. There were no reported patient complications.